Event description:
In (B)(6) of 2020, episode of double vision. MRI showed a lesion in the brain. In (B)(6) 2021 MRI detected a growth in the left nasal passage. On (B)(6) 2021 growth was removed and biopsied. Marginal zone lymphomas was the diagnosis. FDA safety report ID# (B)(4).